Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Further inspection found a dislodged pitch cable in the housing at the proximal end. The root cause of both failures are attributed to a component failure. Pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation found dried residue on the clamping pulleys. This is indicative of mishandling and misuse by improper cleaning/reprocessing techniques, such as insufficient flushing. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had a broken cable while retracting the intrauterine myoma. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.